Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a 'shocking feeling' when stimulation was turned on, sometimes in the abdominal area. Pain relief in the legs was also less effective. A x-ray taken on (B)(6) 2011 determined that both leads had migrated. Therapy was suspended on (B)(6), and the patient outcome was reported as ongoing with no further action needed.

Manufacturer narrative:
(B)(4). Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; programmer: model 37743, serial# (B)(4).